Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly was stuck into the bushing. In addition, the clip assembly bottom part was deformed. No other problems were noted. The reported complaint of clip failure to release from catheter was confirmed since the returned device showed the clip assembly stuck into the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Also, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a an unknown procedure performed on an unknown date. During the procedure and inside the patient, the clip would not release from the catheter after multiple attempts. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a an unknown procedure performed on an unknown date. During the procedure and inside the patient, the clip would not release from the catheter after multiple attempts. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.